Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
The customer reported via phone call that they found motor error, off no power and bad battery alert in insulin pump alarm history. The customer blood glucose level was 75 mg/dl. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to clear the alarm. Customer was able to complete pump rewind. The customer was assisted with troubleshooting. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.